Event description:
The customer stated, she was hospitalized due to hyperglycemia. The blood glucose reading at the time of the event was not reported. It was reported that the display was missing segments. Troubleshooting was not performed for the hyperglycemia because of the display anomaly.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. The display was missing segments due to a faulty lcd display.